Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine migration') and embedded device ('device embedded') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / extremely pain"), urinary tract infection ("urinary irritation / uti"), bladder irritation ("urinary irritation / uti"), bladder pain ("bladder pain"), scar ("scar tissue") and genital haemorrhage ("genital haemorrhage"). The patient was treated with surgery (to remove essure and to remove surgery). At the time of the report, the device dislocation, embedded device, pelvic pain, urinary tract infection, bladder irritation and scar outcome was unknown and the bladder pain and genital haemorrhage had resolved. The reporter considered bladder irritation, bladder pain, device dislocation, embedded device, genital haemorrhage, pelvic pain, scar and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, uti/urinary irritation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Events device migration, device embedded, genital bleeding, bladder pain, scar tissue were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine migration') and embedded device ('device embedded') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / extremely pain"), urinary tract infection ("urinary irritation / uti"), bladder irritation ("urinary irritation / uti"), bladder pain ("bladder pain"), scar ("scar tissue"), genital haemorrhage ("genital haemorrhage") and tooth disorder ("dental problem"). The patient was treated with surgery (to remove essure and to remove surgery). At the time of the report, the device dislocation, embedded device, urinary tract infection, bladder irritation, scar and tooth disorder outcome was unknown and the pelvic pain, bladder pain and genital haemorrhage had resolved. The reporter considered bladder irritation, bladder pain, device dislocation, embedded device, genital haemorrhage, pelvic pain, scar, tooth disorder and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, uti/urinary irritation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event dental disorder added. Event pelvic pain outcome added as recovered/resolved. New reporter added. Fu 5,6,7 8,9,10 & 11 process together. On 20-mar-2020: fu 5,6,7 8,9,10 & 11 process together. On 20-mar-2020: fu 5,6,7 8,9,10 & 11 process together. On 20-mar-2020: fu 5,6,7 8,9,10 & 11 process together. On 20-mar-2020: fu 5,6,7 8,9,10 & 11 process together. On 20-mar-2020: fu 5,6,7 8,9,10 & 11 process together. On 20-mar-2020: fu 5,6,7 8,9,10 & 11 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mine migration'), embedded device ('device embedded') and genital haemorrhage ('genital haemorrhage, bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / extremely pain"), urinary tract infection ("urinary irritation / uti"), bladder irritation ("urinary irritation / uti"), bladder pain ("bladder pain"), scar ("scar tissue, overgrowth of scar tissue"), tooth disorder ("dental problem"), asherman's syndrome ("asherman's syndrome"), arthralgia ("hip pain after sex") and inflammation ("inflammation") and was found to have uterine leiomyoma ("fibroids in uterine lining"), weight increased ("weight gain") and white blood cell count increased ("wbc count high"). The patient was treated with surgery (ablation, to remove essure and to remove surgery). Essure was removed. At the time of the report, the device dislocation, embedded device, urinary tract infection, bladder irritation, scar, tooth disorder, uterine leiomyoma, asherman's syndrome, arthralgia, weight increased, white blood cell count increased and inflammation outcome was unknown and the genital haemorrhage, pelvic pain and bladder pain had resolved. The reporter considered arthralgia, asherman's syndrome, bladder irritation, bladder pain, device dislocation, embedded device, genital haemorrhage, inflammation, pelvic pain, scar, tooth disorder, urinary tract infection, uterine leiomyoma, weight increased and white blood cell count increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pelvic pain, uti/urinary irritation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event fibroids in uterine lining, asherman's syndrome, hip pain after sex, weight gain, wbc count high, inflammation added. Ablation is added to genital hemorrhage. On (B)(6) 2020: processed with fu 12. On (B)(6) 2020: processed with fu 12. On (B)(6) 2020: processed with fu 12. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.